Manufacturer narrative:
When the event occurred, the device was used for treatment of a person, and in this way contributed to the adverse event. When reviewing similar reportable events for all portable ceiling devices in the market and over a period of five years, we have found only three cases that may relate to the issue investigated here: complete rupture of a lifting strap during use. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use there is no trend observed for reportable complaints with this failure and the occurrence rate is low. We have not been able to find any contributing manufacturing anomalies. Based on the collected information and findings made during the inspection of the voyager portable ceiling lift conducted by service supplier ((B)(4)), we (arjohuntleigh) have been able to establish that the involved ceiling strap had signs of discoloration (whitening). Note: whiting of the strap clearly indicates signs of wear. From that perspective the device did not adhere to the specification requirements at the time of the incident. As per device instruction outlined in device instruction for use, before attempting to use the ceiling lift, the strap should be inspected for any signs of wear, frays, loose threads or other damage. Additionally, every two months the strap should be completely unwind and passed through visual inspection (i.e. Discoloration check). In this particular case it appears that the white signs on the black strap has been ignored. What is more, the customer was not able to show a timely replacement of the strap according to the preventive maintenance checklist. Therefore the exact root cause of the complaint was found to be an inadequate or poor maintenance. The strap with discolored surface should be detected, withdrawn from use and replaced. The complaint decided to be reportable based on the potential of the injuries if the malfunction were to recur.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to us some time after the event, that at the time of lifting the patient from the chair, using the voyager portable ceiling lift, the strap attaching the device to the track trolley detached. As a consequence of this strap malfunction, the device fell on patient's chest. It was reported that the malfunction occurred at the beginning of the lifting movement, just after the force was applied on the strap and therefore the patient was positioned just above the chair. No patient's fall or injury was reported.